Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure and the reported alarms was isolated to an open pulse wire in the cable connecting ECG a and ECG b. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving check therapy pad messages.